Event description:
It was reported that there were missing segments in the lower screen of the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was out of specification, that it had segments missing. Analysis also found that the upper and lower cases and ring cover were broken, and that the two side bail covers were broken and missing, the battery release was contaminated, the battery contacts were compressed, the ring was bent, one side bail was missing and the keyboard pad had cosmetic damage. (B)(4).